Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the long superficial femoral artery via the crossover approach, the guidewire allegedly broke. It was further reported that the broken part of the guidewire was allegedly removed using a snare device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the guidewire angled was delivered for evaluation and physically investigated. During physical investigation, we received just a guide wire with ref (B)(4) and lot 92307594. The golden tip of the guide wire was missing. The guide wire was found broken at 74.5 cm from the tip of the guide wire. Therefore, the investigation is confirmed for the reported guidewire break issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the long superficial femoral artery via the crossover approach, the guidewire allegedly broke. It was further reported that the broken part of the guidewire was allegedly removed using a snare device. There was no reported patient injury.